Manufacturer narrative:
(B)(4).

Event description:
Information from a patient, via a manufacturer representative, reported the error 475 appeared on the screen of the rechargeable system and that the patient had to stop and start the process again. The message appeared frequently. It was also reported the error 575 was displayed. However, it was later clarified the error was not 575 or 475, it was 375. The patient also said she felt electricity in the pocket during the rechargeable process and that it took a very long time to charge battery. Electricity in the pocket was discarded because the electricity discharge also occurred without recharging when the implantable neurostimulator (ins) was pressed. It was suspected that it could be nerve irritation. The diagnostic of the long rechargeable process was not known because the programs in the ins were not very aggressive in terms of energy. A new rechargeable system given to the patient and the patient was reprogrammed to optimize the energy parameters. The issue was resolved. The event occurred in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.